Event description:
It was reported that the patient presented to the hospital with sepsis. A transesophageal echocardiogram revealed vegetation on the right ventricular (rv) lead and right atrial (ra) leads. The entire system, including the implantable cardioverter defibrillator (ICD), rv lead, and ra lead, was explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.